Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the kinked guide wire and catheter inside the packaging. The customer also returned one swg and a single lumen catheter for evaluation. The guide wire was not advanced through the catheter upon sample receipt. The returned packaging has a distinct fold near the middle. The guide wire had one kink towards the proximal end and the catheter body had a kink near the juncture hub. No signs of use biomaterial were observed. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 74mm from the distal tip. The kink on the catheter measured 3mm from the juncture hub. The guide wire length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.516mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The guide wire was advanced through the returned catheter, and it was able to pass with little resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." Upon advancement of the guide wire through the catheter, the kink at the proximal end of the guide wire aligned with the kink in the catheter when the proximal tip of the guide wire met the proximal end of the luer hub. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body while another was observed on near the juncture hub of the catheter. The returned packaging had multiple creases and folds. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the arterial was bent near the hub, this was noticed on opening. They have looked at how they store them and don't believe that is the issue. Photo shows a kinked guidewire. This was identified prior to use on patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the arterial was bent near the hub, this was noticed on opening. They have looked at how they store them and don't believe that is the issue. Photo shows a kinked guidewire. This was identified prior to use on patient. No patient involvement.